Event description:
Rptr diagnosed with a latex allergy. Rptr has experienced rashes in the past but did not correlate them with latex glove allergy. She only got testing done because a friend was diagnosed and she became curious about her own status.